Event description:
Rptr states on package #1, the needle was found "apart" by the rn on the 11 to 7 shift. The piece of tubing with the small white clamp attached was found on the floor. The remainder of the tubing remained attached to the needle and was filled with blood. The line was exposed to the air. No clamp was available. No hemorrhage was noted. On package #2, rptr tried to reaccess the central line and was unable to get a blood return. A second attempted access was without success. The latex stopper covering the second port on the tubing fell off during the procedure.